Manufacturer narrative:
Additional information had been requested. Subject device is an instrument and is not implanted. Investigation is ongoing. No conclusion can be drawn at this time.

Event description:
During a reduction procedure, the tip of the pull reduction device broke in the bone, while putting screws into shaft of the plate. The surgeon completed the procedure leaving the pieces in the patient.